Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, yellow viscous liquid/exudate was noted three days post-tka for which a wound debridement was performed at approximately 10 days post-op with removal of ¿subcutaneous liquefied adipose tissue¿. Reportedly, the patient's heavy weight and thick subcutaneous fat was the suspected ¿cause of exudation may be fat liquefaction¿. Without the requested documentation, the clinical root cause of the reported event could not be fully assessed nor concluded. The patient impact beyond the reported viscous exudate, pressure bandaging, and wound debridement could not be determined; however, it was reported that the patient recovered well and there was no liquid exudation from the incision. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to patient condition or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka surgery performed on (B)(6) 2021 due to "osteoarthritis of the right knee", the patient experienced an exudation of yellow viscous fluid from the middle of the surgical incision. The dressing were changed every day, however, after several consecutive days, the exudation from the patient's wound was still severe. It is believed that the exudation may be liquefaction of fat. Due to this, the wound was debrided and adipose tissue was removed on (B)(6) 2021. The patient recovered well and there was no fluid exudation from the incision.